Event description:
It was reported that the patient had a csf (cerebrospinal fluid) leak with symptoms of nausea, vomiting, and a headache. On (B)(6) 2013, the patient was treated with IV (intravenous) fluids; fioricet and reglan orally every 6 hours as needed; and caffeine and phenergan orally every 6 hours. On (B)(6) 2013, a blood patch was done. The patient recovered without sequela. The event was felt to be related to the implant procedure. The severity of the event was noted to be ¿mild¿. The pump was delivering dilaudid and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
Concomitant product: catheter model 8781, serial #(B)(4), implant date: (B)(6) 2013, explant date: na.